Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies vessel occlusion and thrombosis as potential complications associated with use of the device.

Event description:
It was reported that after deployment of the fred in the right internal carotid artery (ica), the anterior cerebral artery (aca) was not visible. Urokinase was delivered and blood flow to the aca was confirmed. Four days post-procedure, the fred occluded with thrombus. Alteplase was administered, which successfully recanalized the vessel. There was no reported patient injury or sequela.